Manufacturer narrative:
A review of the available data was performed by post market quality assurance technicians. The device was not returned for analysis, however an analysis of the data confirmed the allegation of premature battery depletion (pbd) as higher than expected power consumption was observed. A review of the device manufacturing history did not find any non-conformances that would contribute to the allegation. Cause not established was chosen as the conclusion code as there was insufficient data to determine the probable cause.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.